Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. Direct product analysis was not possible as the device is not being returned from the user facility. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr became stuck inside a des stent. A 1.25mm rotalink plus was used to treat in unspecified target lesion. During procedure, it was noted that the rotablator burr catheter became stuck inside an unspecified des stent that has been there for approximately 4 months ago. When the physician tried to ablate through the calcium load up inside the stent. An unspecified balloon catheter was dilated to dislodge the 1.25 burr catheter from the stent. The procedure was completed with a different device. There were no patient complications reported and the condition of the patient was fine.